Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6) 2011, inratio 1.7, lab 2.0; date (B)(6) 2011, inratio 1.1, lab 2.5. Customer thought the lab value was around 2.0 but was not sure. Venous blood was used to run inratio test first drip of blood applied directly from the finger for all test except on (B)(6). Caller says he had a previous lab result but does not have the lab inr info. Says meter results are usually lower than lab results.

Manufacturer narrative:
Investigation pending.